Event description:
A female pt reported experiencing an (unconfirmed) ocular infection with an ocular burning sensation, stinging, cloudy vision and swelling after using disinfecting solution and failing to use neutralizer. The pt stated that she sought medical attention and was reportedly treated with a neomycin-pilymixin eye drop (1 drop qid). Pt has recovered, and declined when asked to provide dr's name for eval. Purposes.